Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: 'red service needed error patient harm: no a preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for "red service needed error". The pump was turned on to attempt to get duplicate the error. The pump alarmed after the pneumatics cycled with a red pump alarm. The log files indicated a valve 2 failure. The engineering pneumatic plate was put in the pump and an infusion was run and no problem arose. The pneumatic valve assembly was removed and replaced. Another mock infusion was ran to confirm no alarms occurred. After internal inspection of the pump it was found to have a broken retaining plate, and oxidation was found on the valve pins that could not be cleaned off with alcohol. The fva lip seals and loading pin lip seals had excessive debris built up on them. The fva lip seals and loading pin lip seals and their channels were cleaned with alcohol. The fva lip seals, loading pin lip seals, valve pins, and retaining plate will all be removed and replaced in repair. After all repairs have been made the pump will be sent to the test line for full functional testing.